Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive no delivery alarms. Customer reported that the pharmacy gave different infusion sets than normal and occlusion occurred with all of them including reservoirs. Caller was advised that infusion sets and reservoir would be replaced. Customer's blood glucose was 15 mmol/l.